Manufacturer narrative:
Patient information not provided/unknown. (B)(4) event date not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Device not returned for evaluation.

Event description:
It was reported that an unknown locator abutment fractured.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed by the supplier. Complaint indicates unknown locator abutment fractured. Alleged event was non-verifiable without the return of the product. A singular cause cannot be determined.